Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 22/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified; deformation, crease flat, the weight the device within specification and cloudy color in the gel observed after autoclave cycle. A microscopic analysis was performed which identified, wear abrasion. Based on the device analysis the final assessment is no were observed openings on the device or issues related with the complaint (rupture). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device was explanted.